Event description:
The home pt's family member reported a 2240 alarm during automated peritoneal dialysis treatment with the homechoice machine. The family member reported there was a hole in the line of the set. The treatment was discontinued and restarted with new supplies. There was no pt injury or medical intervention associated with this event according to the home pt's family member.